Manufacturer narrative:
The lens was received and visually inspected under illuminated 10x magnification. Results showed a lens with distorted haptics and dried solution on the optic. Prior to release to the market the lens met all manufacturing specifications. The information received from the initial reporter suggests this event was not caused by the lens but instead by the patient's eye condition. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported by a nurse that during routine cataract surgery with intraocular lens implant the surgeon hit the vitreous due to the patient's hard cataract. The lens could not be implanted and an anterior chamber lens was implanted.